Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 vticm5_12.6, -7.0/+2.5/88 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Refractive surprise was noticed. On (B)(6) 2017, the lens was repositioned. The lens remains implanted.